Event description:
Physician reported a right side rupture diagnosed by ultrasound and MRI. Physician also reported right side "echo-signs of the fibroadenomas of the right mammary gland", which is not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: not applicable as the event is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Physician reported a right side rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Continued d4 (UDI number): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.